Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). A review of the device history record identified no non-conformances issued to the reported lot that would have contributed to the reported event. The reported patient effects of dyspnea, mr (mitral regurgitation) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Per the physician, the cause of the recurrent mr was due to the hole in the aml (anterior medial leaflet). Based on the information reviewed, it is possible that the tissue damage (hole) in the aml was related to patient/procedural conditions, as the degenerative leaflet tissue, in addition to the clip arm, were likely contributory to the tissue damage. Additionally, the worsening mr was likely a cascading effect of the tissue damage, and the dyspnea a secondary effect of the mr. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This mitraclip report is being filed for the increase in the mitral regurgitation (mr) grade and the hole in the anterior leaflet, requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip (10325065/14) was implanted reducing the functional mr grade from 3 to less than 1. On (B)(6) 2014, the patient was admitted to the clinic in a decompensated condition (dyspnea). An echocardiogram was performed and the mr grade was found to have increased to grade 3 and it was observed that the anterior arm of the clip had punctured the anterior mitral leaflet (aml). A second mitraclip procedure was performed on (B)(6) 2014. During the procedure the previously implanted clip was found to be stable and attached to both leaflets with the hole in the aml that was created by the clip arm and possibly by the degenerative leaflet tissue. The jet of the recurrent mr was medial and lateral of the implanted clip. Per the physician, the cause of the recurrent mr was due to the hole in the aml. One clip was implanted medially from the previously implanted clip reducing the mr grade to less than one. There was no adverse patient sequela. No additional information was provided.